Event description:
It was reported that during central processing procedure, the 8mm monopolar curved scissors (mcs) instrument tip is pulled almost completely off of shaft. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.